Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer. Unit received with cracked keypad overlay at select button, missing display window cover and damaged serial number label. Unit received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. Unit received with no battery cap, therefore cannot determine if battery cap is cracked/damaged. Unit received was tested using a test battery cap. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery cap of insulin pump was broken. Customer's blood glucose level was unknown. The insulin pump will be returned for analysis.